Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 3p25-77 that has a similar product distributed in the us, list number 2r98, with 510k/PMA/bla number k191595.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I result on a 4yrs and 11-month-old patient diagnosed with acute lymphoblastic leukemia. The results provided were: sid (B)(6) initial=0.039 ng/ml /repeated=0.002 ng/ml. Laboratory reference range for troponin=< 0.009 ng/ml. There was no reported impact to patient management.